Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by 04/02/2011.

Event description:
The customer reported that in order to stop an hemorrhage after delivery, embolization has been performed. The system showed high dose values, up to 1 million mgycm to the second power during the procedure.